Event description:
Added 01-20-99. Additional information received through literature by gambro healthcare quality assurance on 01-20-99 ("outbreak of blood stream infections in a hemodialysis unit related to use of a dialysis machine waste port," asn abstract, 31st annual meeting october 25-28, 1998).

Manufacturer narrative:
The manufacturer received additional information as noted in block b.5. A safety alert regarding the waste handling option and potential infections has been issued, and other related activities completed in conjunction with the FDA and the centers for disease control. A definitive link between the waste handling option and blood stream infections has not been proven, and it should be noted that there are many sources for blood stream infections in dialysis patients. In addition, the fact that the same bacteria is isolated from the machine as from the patient is not definitive in determining the cause of the infection. The manufacturer is continuing to investigate these issues.